Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Valve frame crushed on the outflow side, and several deformed struts observed. Two struts bent outwards at the inflow side. Hdpe material attached to bent struts. Imagery was provided from the site and revealed the following: intraprocedural imagery shows the thv crimped over the delivery system and protruding through esheath. Valve frame appear deformed. Two struts bent outwards at the inflow side of crimped valve. Hdpe material attached to bent struts. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during advancement of the commander delivery system and valve through the sheath, fluoroscopy revealed a split in the blue portion of the esheath. The delivery system and valve could neither be advanced nor retrieved. Vascular surgery was consulted for assistance with surgical removal. As per medical opinion, the perceived root cause of the resistance event was vessel calcification and mild tortuosity. As per video and image provided, it appears that the delivery system and valve were protruding through sheath liner, and a piece of sheath shaft separated and stuck within the valve frame and the valve frame was damaged. Per device evaluation, two struts were bent at the outflow side of the crimped valve and the outflow side was crushed. In this case, 3mensio showed presence of calcification and tortuosity within patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in the bent struts at the inflow side. Furthermore, any device manipulation applied during insertion and/or removal (including surgical removal of the device) of the devices from the patient could further damage the valve frame, leading to the observed bent struts at the inflow/outflow side due to the forced interaction against sheath's inner components. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the reported event. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h10. Related report numbers. This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-09110. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within an 27mm edwards perimount surgical valve, in aortic position by right transfemoral approach. During the procedure, initial insertion of the esheath was unsuccessful due to calcium and it was removed. A 7mm shockwave balloon was then utilized to facilitate vessel preparation, after which a new esheath was successfully inserted. However, during advancement of the commander delivery system and valve through the sheath, fluoroscopy revealed a split in the blue portion of the esheath. The delivery system and valve could neither be advanced nor retrieved. Vascular surgery was consulted for assistance with surgical removal. During the extraction of the delivery system, valve, and esheath from the femoral artery, the vessel ruptured and was perforated. The intima was avulsed during removal, resulting in a massive retroperitoneal hemorrhage. Despite resuscitative efforts, the patient unfortunately passed away on the operating table. No valve was implanted in the annulus. As per medical opinion, the perceived root cause of the resistance event was vessel calcification and mild tortuosity. As per video and image provided, it appears that the delivery system and valve were protruding through sheath liner, and a piece of sheath shaft separated and stuck within the valve frame. Additionally, the valve frame was damaged.